Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient began to experience frequent ectopy once back in the intensive care unit. Echocardiogram revealed catheter measuring deep into left ventricle (lv). The physician repositioned the catheter to address the issue. The patient is hemodynamically stable.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia could not be determined. Added- h6 component code 925 d4-corrected model number. Added- d6a/d6b. F6/f8 should have been left blank in the initial report.

Event description:
Additionally, the complainant also reported that during repositioning, placement signal and left ventricle waveform became flat and began to alarm placement signal not reliable. Troubleshooting was done and everything was working accordingly. Alarm audio was disabled.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs about 2 hours & 15 minutes into support, the placement signal (ps) spiked to 3000 mmhg, which triggered ps not reliable alarms. This event remained for the rest of the case. Logs also showed signal-to-noise ratio, lamp & light were out of specification during the case indicated a fiber break. Product was not returned for review. The root cause of the optical signal issue was most likely a fiber break. The root cause of the fiber break was unable to be determined as limited clinical details were provided and no product was returned for review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B.1. Product problem updated. B.5. Updated to include optical signal issue description. H.6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09467. B.7. Other relevant history, including preexisting medical conditions, updated. D.10. Concomitant medical products and therapy dates updated. G.1. Reporting contact email and reporting contact fax number updated.